Manufacturer narrative:
Date of report : 20feb2019, date rec¿d by MFR : 16feb2019. The philips service engineer (se) inspected the device and confirmed the reported issue. The se found that the proximal pressure sensor failed to adjust zero, the oxygen device failed and the tidal volume did not go up. The se replaced the gas delivery system (gds) to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a sensor fault. Additional information has been requested. There was no patient harm reported. The event date was not specified; estimate used.